Manufacturer narrative:
Corrected operator of device.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the open spine clamp was broken. No patient present.